Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced bleeding one day after sensor insertion in the arm. On (B)(6) 2024, the patient was at an hcp (healthcare provider) appointment, and during the visit the nurse observed bleeding at the sensor site on the right arm. The sensor was removed by the nurse. After removal, the bleeding continued,, and two stitches were placed at the site. No medication was specified. At the time of the report, the patient was doing okay. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.